Event description:
Customer reported receiving inaccurate readings. They received a 101 mg/dl at approximately 7:45 am. They felt dizzy, shaky and became incoherent. Paramedics were called and arrived approximately 8-10 minutes later. A comparison reading of 40 mg/dl was received by the paramedics with an unknown brand meter. Customer was treated with juice until their glucose level rose. They chose not to go to the hospital. Paramedics took a second reading and received an 84 mg/dl result. Other readings received during the day were 65 mg/dl- 10:30 am, 95 mg/dl - 11:30 am, 93 mg/dl - 12:15 pm, 124 mg/dl - 2:00 pm, 194 mg/dl - 3:30 pm, 72 mg/dl - 5:30 pm, 120 mg/dl - 5:45 pm, and 81mg/dl at 9:10 pm.